Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a 52mm evoque procedure in tricuspid position. One day after the implantation the patient developed bradyarrhythmia and a permanent pacemaker was implanted.